Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed that the unit failed the 50 pound weight test. The unit had excessive oil within the bimba tube housing as well as on the bimba piston. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The piston migration was at 2.80 inches, which is indicative of significant hydraulic fluid loss. The complaint was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston.

Event description:
It was reported that during the shoulder procedure, the positioner stopped working. There was a loss of traction but no patient injuries were reported. The procedure was completed with the same device with the assist of the surgeon¿s assistant. No delay in the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.